Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the embolization coil became stuck when advancing it through the catheter. Another device was used to complete the procedure successfully. Furthermore, it was noted that the coil was stretched throughout the length of the coil. The patient did not experience any adverse effects due to this occurrence. Additional information was not provided.